Manufacturer narrative:
A lot history review (lhr) of huyh1398 showed no other similar prod complaint(s) from these lot numbers: the device has not been returned to the MFR, at this time, for eval.

Event description:
Pm the (B)(6) 2015 a broviac 4.2 fr catheter was placed in infant with nephrotic syndrome. It was placed in the right chest area, through the right facial vein. A couple of days later exudation was observed. The exudation was becoming more intense during fluids introduction to the catheter. On the (B)(6) 2015 the catheter slipped out completely while bandage was being changed. The catheter was examined and it was noted that cuff was separated from the catheter. This resulted in the need for re-operation of the infant, to place a new catheter.